Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During in clinic follow-up, a loss of capture was noted on the left ventricular (lv) lead. The device was reprogrammed to deactivate the lv lead and the event was resolved. The patient was in stable condition.